Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained through the femoral artery. The physician was treating a 90% stenosed lesion located in the severely tortuous and severely calcified left to right common iliac artery (cia). The lesion was pre-dilated. This 8.0x40x135cm express ld stent was advanced to the lesion, however, it was unable to cross the lesion after several attempts due to the severe calcification. During attempts to cross the lesion, the stent moved approximately 1mm proximally on the balloon. The device was removed from the patient intact without difficulties. There wasn't any damage noted to the stent upon removal. The procedure was completed with an 8.0x27x135 express ld stent. There were no reported patient complications. The patient status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).